Manufacturer narrative:
As no further information has been received at this time, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the hospital after receiving defibrillation therapy and anti-tachycardia pacing (atp) therapy. Inpatient evaluation noted the atp accelerated the arrythmia and review of the episodes confirmed all delivered therapy was inappropriate due to noise and oversensing. Additionally, loss of right ventricular (rv) and left ventricular (lv) capture was observed on presenting electrogram and out of range shocking impedance was noted with out of range rv and lv pacing impedance measurements. X-rays were not definitive for lead fractures; however, there were two areas of interest in the first rib, clavicle area and the leads appear to be in close proximity to one another. The leads also appeared to be at acute angles coming out of the device header. The clinician who reviewed the original xray from implant felt the cardiac resynchronization therapy defibrillator (crt-d) may have migrated slightly. Therapy was programmed off for this system in favor of an existing pacemaker. If the patient's cardiomyopathy worsens, lead and device extraction may occur with consideration for a replacement crt-d. The clinical observations were communicated to this patient's following physician. The system remains implanted and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.

Manufacturer narrative:
A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The device was not returned for analysis; therefore, a technical analysis could not be performed. Boston scientific has assigned an investigation conclusion code of unable to exclude device problem.

Event description:
It was reported that this patient presented to the hospital after receiving defibrillation and anti-tachycardia pacing (atp) therapy. Inpatient evaluation noted the atp accelerated the arrythmia and review of the episodes confirmed all delivered therapy was inappropriate due to noise and oversensing. Additionally, loss of right ventricular (rv) and left ventricular (lv) capture was observed on the presenting electrogram and out of range shocking impedance was noted with out of range rv and lv pacing impedance measurements. X-rays were not definitive for lead fractures; however, there were two areas of interest in the first rib, clavicle area and the leads appeared to be in close proximity to one another. The leads also were noted to have acute angles where they exit the device header. The clinician who reviewed the original xray from implant felt the cardiac resynchronization therapy defibrillator (crt-d) may have migrated slightly. Therapy was programmed off in favor of an existing pacemaker. System extraction may occur with consideration of a replacement crt-d if the patient's cardiomyopathy worsens. The clinical observations were communicated to this patient's following physician. The system remains implanted and no additional adverse patient effects were reported. The boston scientific local area representative was contacted for additional event details. No information has been received at this time. This investigation will be updated should further information be provided.